Event description:
My name is (B)(6) and on (B)(6), 2006 I had back surgery performed by dr. (B)(6). Dr. (B)(6) implanted a cage? Supposedly the zimmer back vista interbody fusion sys. A surgery which would have taken about two and half hours ended up taking over seven and I woke with two black eyes and a busted lip. Upon completion of this surgery a fluoroscopic x-ray was taken, that someone from dr. (B)(6) office mailed to me approximately seven years later. It was the first time I've ever seen this image and it reveals the broken cage in my back. Since I'm unable to get a clear understanding of what is in my back, I must rely on the fluoroscopy and a brochure that was given to me by my surgeon. Zimmer spine's senior executive (B)(6) said in a conversation with me, "that isn't my cage in your back," even though there's a zimmer bak vista lot number on the order form from my surgery on (B)(6), 2006. There was only one zimmer 11 x 24 mm cage sak vista interbody fusion system ordered for the surgery in the l4-5 region. Zimmer spine's senior executive - (B)(6) said repeatedly in his own words that it isn't their cage but that it looks like some sort of medical instrument. I wonder how that is when there's a lot number for an 11 x 24mm cage on the order form. Dr. (B)(6) mentions a 9 x 20 mm cage in the operative report that there's not a lot number for. (B)(6) general council- (B)(6) risk management team invited me and my attorney, (B)(6), to have a meeting with them at the hospital to address my concerns about the fluoroscopic x-ray that they denied having & to assure me that there was indeed a zimmer 11 x 24 mm cage in my back. When I presented evidence of the fluoroscopy michael clark told me to "get the "profanity" before I call the police!" As an american citizen I have the right to know what's in my back. No one has given me any answers that I need if I ever require another surgery. This information could be critical. Someone needs to speak up. Others should come forward. My family and I have suffered tremendously, I've lost all faith in the medical field, and I believe my civil rights have been violated. I need help and answers. If anyone has had troubles of their own with the zimmer bak vista interbody fusion system I urge you to report this to the FDA. You may not have realized issues with your surgery, so if you'd like to talk to me I can be reached at (B)(6).